Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent repair of left direct inguinal hernia with a kugel patch. On (B)(6) 2003 - follow-up visit it is noted that the "wound looked quite good." On (B)(6) 2005 - pt underwent repair of recurrent left inguinal hernia with a bard perfix plug. On (B)(6) 2005 - follow-up visit it is noted that "the wound is healing nicely." On (B)(6) 2009 - pt underwent right inguinal hernia repair with bard sepramesh. On (B)(6) 2009 - pt underwent recurrent right inguinal hernia repair. The repair was carried out by taking down the inferior aspect of the hernia repair and using sutures to the previously placed bard sepramesh in a cooper's ligament type repair.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a kugel patch occurred, however, medical records were received and a review of these records identified another event. The medical records note that on (B)(6) 2009 the pt presented with an incarcerated right inguinal hernia which was reduced in the office. The medical records note that the pt was "chronic obstructive lung disease and coughs frequently and it is felt this is the etiology of her hernia." It is noted that the next day the pt underwent right inguinal hernia repair with bard sepramesh. On (B)(6) 2009, the medical records indicate that the pt had recurrence of the right inguinal hernia, and underwent repair. It is reported that the repair was carried out by taking down the inferior aspect of the previous hernia repair and using sutures to the previously placed bard sepramesh in a cooper's ligament type repair. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the patient's persistent coughing may be the cause of the recurrences. Recurrence is a known possible adverse reaction listed in the IFU. Additionally, the medical records indicate that the mesh remains implanted. No conclusion can be drawn at this time. See MDR 1216343-2009-00496 for info related to the kugel patch implanted on (B)(6) 2003.